Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" that the needle separated from the hub. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle hub separation. According to the customer's report, the needle with the shied was separated from the barrel when the shield was removed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary. Customer returned a single 0.5ml syringe. The syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of needle hub separation. CAPA pr1630423 has been opened to address this issue.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe 29g x 1/2" that the needle separated from the hub. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle hub separation. According to the customer's report, the needle with the shied was separated from the barrel when the shield was removed.